Event description:
The tip of the monoject syringe broke off after being connected to the extension set and was sent to the pt's house for infusion of vancomycin 1.25g in 0.9% of sodium chloride. The defect was observed and reported.